Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported receiving an unspecified high sensor scan when compared to a built-in meter result. The customer further reported becoming hypoglycemic and shortly after she experienced a loss of consciousness. The customer was incapable of self-treating, therefore, required third-party treatment of glucagon injection. The customer had contact with a doctor who obtained a laboratory blood glucose result of 110 mg/dl but no additional treatment was reported. There was no report of death or permanent impairment associated with this event.